Event description:
It was reported that during a below the knee percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified unspecified vessel of the left leg. Vascular access was obtained via the dorsalis pedis artery. Upon the first inflation of the 2mm x 40mm x 144cm sterling es otw to 6 atms a balloon rupture occurred. The duration of the inflation is unknown. The balloon catheter was removed and the procedure was completed with a sterling es 3mm x 4cm. There were no patient complications reported and the patient status is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an sterling es over-the-wire balloon catheter. It was noted that dried blood and contrast were present in the shaft and balloon with the balloon catheter returned in a deflated state. Visual and microscopic analysis of the returned device revealed a pinhole in the balloon wall located on the proximal end of the balloon. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. Magnified and tactile inspection of the shaft revealed a kink approximately 4 mm from the tip. Microscopic examination of the distal end revealed damage to the distal tip. Examination of the material surrounding the kink, and the tip damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a below the knee percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified unspecified vessel of the left leg. Vascular access was obtained via the dorsalis pedis artery. Upon the first inflation of the 2mm x 40mm x 144cm sterling es otw to 6 atms a balloon rupture occurred. The duration of the inflation is unknown. The balloon catheter was removed and the procedure was completed with a sterling es 3mm x 4cm. There were no patient complications reported and the patient status is listed as 'good'.